Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found evidence of damage, with the seventh proximal strut in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% stenosed, 50-60mm x 3.5mm, eccentric, de novo target lesion with a bend of >45 degrees was located in the moderately tortuous and non-calcified right coronary artery (rca). After a 6fr non-bsc guide catheter and a non-bsc guide wire were crossed the proximal rca, pre-dilation was performed with 2.5x20mm emerge balloon catheter, followed by a 3.0x20 mm emerge balloon catheter. A 3.50x32mm promus premier drug-eluting stent was advanced for treatment, however the physician noticed that the stent was damaged. Subsequently, another promus premier drug-eluting stent with the same size was advanced and successfully deployed. A 4.0x20mm nc emerge balloon catheter was used to post-dilate the deployed stent. The physician continued to treat the proximal lesion with another promus premier 3.50x32mm drug-eluting stent and post-dilated with 4.5x12mm nc emerge balloon catheter and the procedure was completed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% stenosed, 50-60mm x 3.5mm, eccentric, de novo target lesion with a bend of greater than 45 degrees was located in the moderately tortuous and non-calcified right coronary artery (rca). After a 6fr non-bsc guide catheter and a non-bsc guide wire were crossed the proximal rca, pre-dilation was performed with 2.5x20mm emerge balloon catheter, followed by a 3.0x20 mm emerge balloon catheter. A 3.50x32mm promus premier drug-eluting stent was advanced for treatment, however the physician noticed that the stent was damaged. Subsequently, another promus premier drug-eluting stent with the same size was advanced and successfully deployed. A 4.0x20mm nc emerge balloon catheter was used to post-dilate the deployed stent. The physician continued to treat the proximal lesion with another promus premier 3.50x32mm drug-eluting stent and post-dilated with 4.5x12mm nc emerge balloon catheter and the procedure was completed. There were no patient complications reported and the patient's status was stable.